Event description:
It was reported of an incident involving the "breakage of a occipital rod a few months after implantation." The breakage was noted at the reduction point of 3.2mm diameter. Revision surgery has not been scheduled at this time. Physician is continually monitoring the patient.

Manufacturer narrative:
Device has not been explanted and/or returned; therefore, product evaluation is not possible. Unable to determine the cause of the event.